Event description:
There was no reported patient impact associated with this complaint. The patient's parents contacted animas on (B)(6) 2012 to report a power issue with the pump. The reporter stated after receiving a low battery warning, the pump's battery was replaced with a new alkaline battery. The reporter claimed the pump was programmed to use the alkaline battery. Shortly after completing the rewind, load and prime steps, the reporter stated the pump 's battery was then replaced with a lithium 1.5 v and the pump did not go back to the verify screen as it had when the alkaline battery was inserted. At the time of the call, the reporter informed customer support that the pump was not available since the patient was at school. Animas made several attempts to reach the patient by phone to follow-up regarding power issue; however, were unsuccessful in their attempts. This complaint is being reported because the alleged intermittent power issue remained unresolved.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that no power reboots were recorded. Data in the black box history from the reported failure date was overwritten due to continued use of the pump. Visual inspection revealed that the battery compartment was cracked from the threads to the case seal. The returned battery cap was able to be fully secured to the pump. There was no damage observed to the returned battery cap. The pump was exercised for 24 hours with no power interruptions occurring. The battery cap contact height and width measurements were found to be within the required specifications. The pump case was removed and no evidence of internal moisture or damage to the power circuit was observed. The intermittent power issue was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.